Event description:
A report was received that the patient was not feeling well and there was redness and drainage in the ipg site. Intravenous antibiotics were prescribed. The source of infection was unknown but the physician believed that the infection was neither nor procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead; 50cm model#: sc-4316, lot #: 17333113 description: next generation anchor kit-sterile, the explanted devices were not returned to bsn as they were discarded by the medical facility.